Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a big scratch was observed necessitating lens explantation. The rayone aspheric rao600c was explanted during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The product has not been returned to rayner. The availability of the product for return has been queried with the initial reporter. The rayone preloaded iol injection system risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. There is insufficient information/evidence available currently to establish root cause in this case.

Event description:
On 8th february 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the surgeon observed a scratch on the iol necessitating explantation of the lens.

Manufacturer narrative:
The reference c23114 has been allocated to this case by rayner. The event description provided states that immediately following implantation a big scratch was observed necessitating lens explantation. The rayone aspheric rao600c was explanted during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned for evaluation; however, only the lens was returned in a vial. The injector associated with this case was not included with the return, product return inspection was carried out on 5th march 2023. Cosmetic inspection of the returned lens under 10x magnification showed that the lens was cut half, attributable with the lens having been cut in order to extract it from the eye. There was a scratch observed on one part of the iol optic, confirming the event as reported; however, the origin of this damage could not be established. The rayone preloaded iol injection system risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. It is not possible to establish the cause od the scratch on the lens in this case.

Event description:
On 8th february 2023, rayner received notiifcation from its german affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the surgeon observed a scratch on the iol necessitating explantation of the lens.